Event description:
It was reported that during an unknown procedure, blood oozing was found after the first firing with the device and white reload. After the second firing with white reload, blood oozing was found again. The specific situation of the staple line was unknown. The surgeon used energy equipment to coagulate the vessel. After the third firing with green reload, some staples were malformed. The surgeon used another like device to complete the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any other issue noted with staple line on the first two firings other than bleeding? How much blood was lost (ml)? Did the patient require a transfusion?

Manufacturer narrative:
(B)(4). Additional information: cartridge. Batch: k5ec2e; manufacturing date: 12/04/2013; product exp. Date: 11/04/2018. Batch: l5210u; manufacturing date: 03/20/2014. Product exp. Date: 02/20/2019. The analysis found that three cartridge reloads were received for analysis. Cartridge (a) tr45w, k5ef3j was received unfired with cartridge body and deck damaged. Cartridge (b) tr45w, k5ec2e was received unfired with cartridge body and deck damaged. Cartridge (c) tr45g, l5210u was received fully fired and in good visual conditions. The damage to the cartridge (a, b) is consistent with the device being clamped over a hard object. It should be noted that proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reloads, no further functional test could be performed.